Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: (B)(6). The returned lead mn: sc-8216-70 sn: (B)(6) was analyzed and visual inspection revealed that the lead body was cleanly cut. Multiple electrodes were dislodged from the paddle and the proximal end was not returned. It appears that excessive mechanical force was exerted onto the lead tails when they migrated, causing the severe lead damage. The returned lead mn: sc-8416-70, sn: (B)(6) was anlyzed and visual inspection revealed that the lead body was cleanly cut . Multiple electrodes were dislodged from the paddle and the proximal end not returned. It appears that excessive mechanical force was exerted onto the lead tails when the migrated, causing the severe lead damage. A labeling review was performed on the leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned, physical analysis was completed, and record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as a known inherent risk of the device.

Event description:
It was reported that the patients two paddle leads migrated. Imaging confirmed migration of both leads and that the contacts on one of the paddle leads could be seen to have moved down the length of the lead. No stimulation issues were reported, however reprogramming was done to provide stimulation on only one of the leads. The patient stated that she had a couple of serious falls recently that were due to her pre-existing condition of multiple sclerosis. The next course of action will be determined. Additional information was received that the patient underwent a replacement procedure of both paddle leads. It was stated that the physician was not able to remove all the broken and loose contacts from the patients body. A plasma blade and bipolar electrocautery were used during the revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: 7060443.

Event description:
It was reported that the patients two paddle leads migrated. Imaging confirmed migration of both leads and that the contacts on one of the paddle leads could be seen to have moved down the length of the lead. No stimulation issues were reported, however reprogramming was done to provide stimulation on only one of the leads. The patient stated that she had a couple of serious falls recently that were due to her pre-existing condition of multiple sclerosis and not related to the device. Additional information was received that the patient underwent a lead replacement procedure of both paddle leads. It was stated that the physician was not able to remove all the broken and loose contacts from the patients body. A plasma blade and bipolar electrocautery were used during the revision procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416700; model: sc-8416-70; serial: (B)(4); batch: 7060443.

Event description:
It was reported that the patients two paddle leads migrated. Imaging confirmed migration of both leads and that the contacts on one of the paddle leads could be seen to have moved down the length of the lead. No stimulation issues were reported, however reprogramming was done to provide stimulation on only one of the leads. The patient stated that she had a couple of serious falls recently that were due to her pre-existing condition of multiple sclerosis. The devices remain implanted and reprogramming has been done. The next course of action has not been determined as the patient needs to decide whether they want to undergo a revision procedure.